Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Customer's blood glucose level was 87mg/dl. No additional patient information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.